Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior prolapse repair procedure using an uphold vaginal support system, as the physician was pulling the first mesh leg of the assembly through the patient's sacrospinous ligament, the needle detached. It is unknown if the needle detached inside the patient. The physician palpated around the ligament, but did not find anything. The physician removed the uphold mesh assembly from the patient and used another uphold vaginal support system to complete the procedure, with no further complications to the patient, who is reportedly "fine" post-procedure.